Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. No lot number was provided; therefore, device history record review could not be completed. UDI is unknown. No information is provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the device kept pumping after the tubing and catheter was detached from patient. No patient injury was reported.